Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8) and indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed two passes using the sep8. After the two passes, the patient began experiencing hemoptysis, and the sep8 was removed. Upon removal, the bulb of the sep8 was noticed to be scraped on the proximal end and appeared to be on the verge of coming off. The procedure ended at this point, and the physician decided to postpone the procedure. The hemoptysis was reported to be unrelated to the sep8.